Manufacturer narrative:
Additional lot numbers were reported (lot m016567 and m015696); however, it could not be determined which cartridge lot number had air bubbles. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock and the infusion set tubing. The customer's blood glucose level was in the 400's (mg/dl) with some trace ketones and was addressed with a manual injection. Reportedly, the clinical diabetes specialist (cds) noted that the customer initially was a 'self-starter' when the pump was received. The cds assisted the customer with the load process with two cartridges and did not see any air bubbles.